Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mcs tip cover accessory was analyzed and failure analysis found to have tearing at the mouth where the scissor tips exit. The tip cover was found to have the clear tip separated from the grey end. Tears are axially aligned with the tip cover and measure from .018¿ to .108¿ in length. There are no signs of thermal damage present at the end of any tears. Damage to tip covers is attributed to either improper installation onto the mcs instrument or exposure to repeated thermal and mechanical stresses during normal use conditions or collisions that can lead to excessive wear resulting in tears. The complaint was confirmed by failure analysis. The probable root cause is attributed to torn tip cover.

Event description:
It was reported that after a da vinci-assisted general surgical procedure, the monopolar curved scissors (mcs) instrument was returned to scrub staff from the operative site/field, it was noted that the tip cover accessory was missing and had fallen off in the surgical field. The procedure was unknown how it was completed with no reported injury. New attachment: on 04/07/2025, intuitive surgical, inc. (Isi) received voluntary medwatch user facility report mw5168189 stating: when the robotic "arm" instruments, monopolar curved scissors, was returned to scrub staff from the operative site/field, it was noted that the tip cover accessory was missing and had fallen off in the surgical field. Tip cover accessory for use with endowrist monopolar curved scissor. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: yes the accessory was inspected prior to use and nothing ordinary was observed. The customer used a laparoscopic grasper to retrieve it. The customer does not recall the surgical task performed when product fell inside the patient. The instrument was in use 2.5 hours. The tip cover was carefully installed, from what I recall no part of the orange surface was visible, the orange surface was fully covered. The tip cover was carefully installed. Yes, the installation tool was used and also the instrument blades were closed and wrist of the instrument was straightened. No, the electrolube or any other lubricant applied to the mcs instrument prior to the mcs tip cover accessory installation. No, the difficulty in removing the instrument and mcs tip cover accessory. Yes, the instrument wrist straightened upon removal. Yes, slits¿ to both sides of tip cover where the scissor blades open up. The procedure was robotically completed. No media available. Below response from the surgeon: the surgeon believe they are probably inspected by whoever opens the tray. The surgeon didn't notice anything when the instrument was first placed but the surgeon can't be sure it wasn't loose. At the start of the case, the scissors worked fine and seemed normal. The surgeon don't remember if noticed the issue because the surgeon looked a the scissor and something seemed off about it leading me to think of the tip cover which the surgeon then easily found nearby. The surgeon just noticed it while operating and then had it removed through the assistant port. The surgeon don't think anyone noticed it fall inside the patient. The surgeon just saw the scissors looked off and then realized it may be because there was a cover missing and it was nearby. The surgeon doesn¿t remember how long into the case we were unless the time of incident was recorded. Then it was probably 830/9am whenever we docked to whatever the time of removal was. The surgeon did not notice any issues with the functionality of the mcs instrument during the surgical procedure. The mcs instrument did not collide with any other instruments during the surgical procedure. The surgeon seemed fine when the surgeon started the case. The surgeon don't remember noticing any issue while operating until the time the surgeon mentioned above but the surgeon don't really look at the instrument wrist most of the time. Others may have to comment if they noticed anything or about how the cover tip is initially placed usually as the surgeon was not aware. No difficulty in removing the instrument.